Event description:
The pt reported having withdrawal in 2006. The hcp found an abscess behind her catheter, as well as catheter dislodgement or fracture. The pt stated the pump was explanted as a result about 2007. According to the pt, the abscess did not heal and she had two back surgeries since to clean up the abscess. The hcp reported that the pt had mentioned to them that another hcp had found a cracked catheter via myelogram (date not reported). The hcp stated when the pt was seen by them in 2006, there was no mention of withdrawal. The pt reported at one visit, that she "had a bad week." The type of medication, concentration, and daily dose being administered via the pump were not reported.